Manufacturer narrative:
On (B)(6) 2019, mentor was made aware of additional information indicating the patient had not experienced bilateral ruptures as previously reported. The patient experienced bilateral ptosis which prompted explantation. Reason for device explant and/or reoperation: anisomastia. Device evaluation summary: during evaluation of the device it was observed a crease in anterior and posterior view. No other anomalies were discovered. A crease failure may be the result of the continuous and sustained stresses to the device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 24, 2021, mentor updated the evaluation summary for this device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 350cc breast implant had some creases/folds on the anterior and posterior view. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implant 350cc and experienced bilateral ruptures post-operatively. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the left side device.

Manufacturer narrative:
On 06/17/2020, an updated date of implant was received: (B)(6) 2010. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).